Event description:
Procedure type: gyn procedure. Patient gender: female. According to the reporter: a small metal piece fell from the collar locking system during the operation. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further details provided.